Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with 23 mm pericardial aortic valve had a mean gradient of 60 mmhg and was planned to undergo valve-in-valve procedure after an implant duration of 12 years, four (4) months due to stenosis and elevated gradient. The procedure had to be aborted due to access issues. The plan is to bring patient back for a valve-in-valve procedure in about a month.

Event description:
Edwards received information that a patient with 23mm pericardial aortic valve had a mean gradient of 60 mmhg and was planned to undergo valve-in-valve procedure after an implant duration of 12 years, four (4) months due to stenosis and elevated gradient. The procedure had to be aborted due to access issues. Plan was to bring patient back for valve-in-valve procedure in about a month. The tavr tem made a second attempt to do valve-in-valve procedure but once again had access issues so case was aborted. Patient left the room in stable condition. They will re-schedule and attempt a third procedure.

Event description:
Edwards received information that a patient with 23mm pericardial aortic valve had a mean gradient of 60 mmhg and was planned to undergo valve-in-valve procedure after an implant duration of 12 years, four (4) months due to stenosis and elevated gradient. The procedure had to be aborted due to access issues. The tavr team made a second attempt to do valve-in-valve procedure but once again had access issues so case was aborted. Patient left the room in stable condition. They will re-schedule and attempt a third procedure.